Event description:
A malfunction alarm was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, assisted the customer with the reset process, and confirmed the issue did not reoccur after the reset. The customer was instructed to continue using the pump and advised to call back if the malfunction recurred, which the customer acknowledged.